Event description:
It was reported that a remote transmission revealed that the right ventricular lead exhibited noise reversion episodes. The patient had a history of noise reversion. The lead was capped and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.